Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2014 with the following findings: there was no available pump data from the time of the event due to continued patient use of the pump. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The cartridge cap was no returned with the pump; a test cartridge cap was inserted for testing. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 reporting a blood glucose of 520 mg/dl with nausea and lethargy. The pump was reviewed with the reporter related to the event and found that the pump total daily dose history was adding up correctly and reflected the bolus totals, and there were no alarms related to the event. The reporter indicated being a brittle diabetic and indicated even having to remove the pump during periods of activity to prevent dropping low. The reporter was advised to follow up with a health care provider to discuss possible site options as the patient indicated using only sites in the abdomen for sensors and infusion sites. This report is made based on the allegation that the patient experienced hyperglycemia of unconfirmed cause while using insulin pump therapy.